Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had issue with camera's locking mechanism that was no longer able to hold it securely in place. There were no reports of patient involvement.